Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the critical care nurses that in an online survey the patient experienced adverse events directly caused or attributable to the usage of foley catheter resulted in the following complications such as bacteriuria or urinary tract infection (uti) and urine retention. The respondent indicated they believed these complaints to be procedure related and not device related. It was unknown what medical intervention was provided.

Event description:
It was reported by the critical care nurses that in an online survey that the patient experienced adverse events directly caused or attributable to the usage of foley catheter resulted in the following complications such as bacteriuria or urinary tract infection (uti) and urine retention. The respondent indicated they believed these complaints to be procedure related and not device related. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A labeling review was not performed because labeling could not have prevented the reported failure. The DHR review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.